Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously low prostate specific antigen (psa) results that were generated by the unicel dxi 800 access immunoassay system for multiple patients. Four patient samples were tested for psa and results in the range of 0.05ng/ml - 0.12ng/ml were obtained. The results were reported out of the lab and questioned by the physician. Customer re-tested the original samples of all four patients and repeated psa results recovered higher, above the reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Pre-analytical sample handling and system information were not supplied. A customer technical service (cts) was contacted and asked that service be dispatched and perform hardware verification procedure. Service details were not supplied to date, and no additional information regarding this event is available. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.